Event description:
Coiling treatment was conducted of an aneurysm. Upon positioning the coil, it was reported to prematurely detach within the microcatheter. The catheter and coil were removed together successfully. No injury was reported with the pt as a result of the procedure.

Manufacturer narrative:
The delivery pusher and coil were returned for eval and confirmed the implant coil was stretched and detached. The evaluation shows excessive force was used which likely let to the coil becoming detached. (B)(4).